Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 400mg/dl. It was stated that the doctor recommended having the insulin pump replaced due to the excessive scratches on the screen. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.